Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer, has reported via the sales rep, that screws that were staticly locked allegedly cut thru the bone of a femur.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed via x-ray. The nail was classified as primary product by the customer. An investigation of the implant itself and a review of the DHR were not possible because neither the implant, nor the lot code were provided. The provided x-rays confirmed the reported event: both distal locking screws are no longer placed in their original holes; the nail and screws are displaced towards distal. The x-rays and patient information were evaluated by a medical expert: the patient has a poor bone quality, the corticalis is like an ¿eggshell¿; the patient has an advanced osteoporosis. Furthermore the fracture is a complicated spiral fracture; none-weight bearing treatment would have been recommended. Weight bearing cannot be excluded and did most likely also contribute to the issue. The IFU includes that weight bearing, poor bone quality and osteoporotic bone can lead to loosening of the implants. The case is caused by patient conditions. No non-conformity identified.

Event description:
The customer, has reported via the sales rep, that screws that were staticly locked allegedly cut thru the bone of a femur.